Manufacturer narrative:
(B) (4).

Event description:
The patient had been having "trouble" with the pump since the medication was changed from dilaudid to fentanyl in (B) (4) 2009. The patient needed more oral medication to help with pain relief. The physician reported that the event was not attributed to the implanted devices. The patient was seen on (B) (6) 2009 for a refill and the dose was increased by 10%; the device system was used to deliver fentanyl (1000 mcg/ml at 412.5 mg/day) the patient symptoms were reported to be pain and an inability to sleep all night; it was noted that the patient was better at that time. It was also noted that the patient had been evaluated by another physician on (B) (6) 2009 for lumbar and left leg pain. That physician noted that the last pump exam was done in (B) (6) 2009. A dye test showed patency of the system even though there was a small area of granuloma seen at the tip. The medication was being delivered at the planned rate. The physician noted that this was a non-surgical problem. The pump was delivering the medication fine and there was no need for a revision. The physician felt that the granuloma at the tip was normal for the chronic pump infusion catheter and unless it blocked off, there was no need for a revision. In early (B) (6) 2010, the patient had pain around the pump; behind it and on the side of it. It didn't "look red but maybe puffy". It was also noted, that it hurt to urinate. In (B) (6) 2010, the patient stated, "I feel like I am being overdosed by the pump and getting too much medication". The patient didn't feel right; felt tired all the time; it was harder to breath; and didn't feel right in the head. At the last pump refill, there was less medication removed from the reservoir than expected; the volumes and date were not provided. The area around where the catheter attached to the pump was "red, puffy, and tender"; it was noted that it had started about a month ago. The patient had gone to a neurosurgeon about 2 months ago to have the catheter replaced and positioned higher to try and cover the pain in his neck or to have the pump removed completely, but the surgeon said the pump was too expensive to work with. In (B) (6) 2010, it was noted that the patient and spouse believed that there was something wrong with the pump and wanted to have the pump replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.